Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient¿s mother stated the patient was itching badly and when the sensor was removed the mother noticed a rash. The affected area was located where the sensor adhesive had been. Patient¿s mother contacted a doctor on (B)(6) 2017 to discuss the prevention and treatment of the skin irritation and rash due to dexcom adhesive. The skin reaction was treated with hydrocortisone, previously prescribed for an issue unrelated to dexcom. At the time of contact, it was indicated that the patient was fine. No additional event or patient information is available.